Event description:
It was reported that a malfunction occurred on the pump with malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, which resolved the issue, and was advised to continue using the pump. The customer was instructed to contact technical support again if the issue recurs, and they acknowledged and understood the instructions.